Event description:
(B)(4). Astma got sit worse, pain grew that I now cant be without strong pain medication, new decease has come. I been now over 6monts sick flu that never goes away, ovulation is so so painful so I faint. Its hard to write english but many more problems thanks to essure